Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 600 mg/dl. Troubleshooting was performed and found that the insulin pump was set with one day off. The basals, bolus history, and daily totals matched. Ran a fixed prime and high pressure tests and passed. No further information was provided.